Event description:
The customer reported that after a gastric bypass had been performed, the surgeon noticed a small amount of bleeding from the patient. The surgeon used suturing to stop the bleeding. The amount of blood loss was described as minimal and was less than 250 c's. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident os obtained, a follow-up report will be submitted.